Event description:
Boston scientific received information that this patient was admitted to the hospital for cardiac arrest. There were no events recorded in the arrhythmia logbook (al). Device interrogation noted a monitoring voltage (mv) of 2.58 and a charge time (CT) of 30.5 seconds and the device was at end of life (eol). The device was explanted and replaced without further incident. No adverse patient effects were reported. Upon receipt in our post market quality assurance laboratory, initial evaluation identified a potential issue with the device longevity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. No other adverse events have been reported. This product issue will be updated if additional information is received.